Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was power to full height drawer 3 is unavailable. A field service engineer successfully substituted the drawer controller and the programmable motion controller to resolve the issue. The system functioned as intended after the field service engineer had troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, experienced a cubie malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.